Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted after one week due to loss of pacing and increased impedance. The lead was replaced with a new lead of the same model.